Event description:
Customer reported hospitalization due to high blood glucose. Physician instructed customer to go to emergency room due to blood glucose reading of over 500 mg/dl. During office visit the physician's assistant changed the settings on the insulin pump. Hospital confirmed that customer had a bladder infection. The insulin pump was not the cause of high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.